Manufacturer narrative:
Evaluation summary : the stent was positioned on the balloon between the marker bands as per specifications. No deformation evident to the stent wraps. Upon visual analysis the material on the distal shaft distal to the guidewire entry port appeared torn. Deformation was evident to the distal shaft with the material appearing torn. The support wire appears to be protruding through the material on the distal shaft. The guidewire did not return for evaluation. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that difficulties were experienced with a resolute onyx device when loading/exchanging a guidewire. During preparation of the device standard operating procedures are were used and the operator is highly experienced. No packing damage was reported. Procedure was a bifurcation stenting of the lad diagonal system. While trying to advance the resolute onyx stent into the lad the entire system disengaged. An attempt was made to advance the stent on to coronary wire, but the stent would not progress. Staff observed what appeared to be the presence of a wire in the delivery system obstructing passage of the stent. When the stent was removed from the wire, it was noted that a wire was already within the monorail of the stent that prevented any further advancing the stent. Operators were not sure what exactly that wire/protrusion was, speculating that it might have been a faulty monorail of the stent where the inner wire of the monorail had detached. A new stent was deployed. No clinical sequelae reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.